Manufacturer narrative:
Product analysis: the amphirion deep pta device was returned to medtronic investigation lab for review. The device was received coiled inside the product pouch within a biohazard bag. Device returned with no ancillary devices and the balloon returned in its post inflated state. Inspection of the balloon under a microscope confirms both marker bands are intact. The inner lumen is noted to have excessive curvature which may be a result of over inflation however this cannot be confirmed. A 20ml water filled syringe was connected to the luer of the device and flushed without any issues. A 0.014¿ guidewire from the lab was front loaded via the tip and exited via the guidewire port of the luer with no issues. Negative prep was performed, and no bubbles noted indicating no leak or burst. The balloon was connected to an indeflator and attempted to inflate to nominal pressure (7 atm) and rated burst pressure (14 atm) but the balloon failed to inflate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there was no puncture of balloon, syringe needle was combined with a pressure pump for suction. After a little bit of deflation, it was taken out of the patient in a half-open state medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that a physician intended to use an amphirion deep balloon to treat a moderately calcified, fibrous lesion the right distal anterior tibial artery. Lesion stenosis was 70%. The artery diameter was 2.3 millimeters at 145mm in length. There were no abnormalities reported in relation to the anatomy. No embolic protection was used. The balloon was inflated using an apt pressure pump. Contrast agent and saline mixture were used as inflation fluid. A 6f sheath and non-medtronic guidewire were used. There was no damage noted to the packaging. There were no issues noted when removing the device from the packaging. The device was prepped per the IFU with no issues identified. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device. No excessive force was used. It is reported that the amphirion deep balloon deflation difficulties were encountered, and the device would not inflate at the lesion. The surgeon also used a deep to treat the stenosis of the peroneal artery of the knee and performed normal expansion according to the instructions. After 2 minutes, the surgeon planned to deflate the balloon. It was found that the balloon was always open and could not be deflated. A pinhole was not noted. It was replaced with a new pressure pump and still did not work. Finally, the pressure pump combined with the syringe was slowly pumped out, a part of it was deflated and slowly taken out of the patient's body. Intervention was used to deflate the balloon. The blood flow of the patient after the operation was worse than without treatment. There was no kink noted in the balloon or catheter. There was no damage noted to the balloon catheter. It is reported that there was dissection occurred during the procedure.